Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the air embolism and cerebrovascular accident remains unknown. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
Related manufacturing ref: 3005334138-2021-00454. During a cryo-ablation procedure for paroxysmal atrial fibrillation, an air embolism and cerebrovascular accident occurred. Following transseptal puncture to the left atrium, the needle was pulled back and the guidewire was inserted into the sl1 sheath. An angiography of the pulmonary veins was performed, and the guidewire was removed from the sheath. Air was detected in the left atrium and at the same time, air was aspirated from the sl1 sheath. Another sl1 sheath was used which also aspirated air. The patient developed neurological deficits and third-degree atrioventricular (av) block, requiring reanimation, intubation and a temporary pacemaker to stabilize the patient. A CT scan revealed a cerebral infarction due to an air embolism.